Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The following device: 99" (251 cm) appx 6.8 ml, transfer set w/check valve, nanoclave® t-connector, anti-siphon valve, 0.2 micron filter, luer lock reportedly leaked at the filter site during a patient's infusion. At 08:20 on the event date, the bedside rn noted leakage from the parenteral nutrition (pn) line that was connected to patient's umbilical venous catheter (uvc) (distal lumen). The single lumen pn line was running at 21.9 ml/hr. There was leaking at the filter site and also at the syringe connection site. No piece of the line appeared to be broken. The md was contacted, overnight pn was ordered and new line/fluids were hung at 09:00. There was no patient harm.